Manufacturer narrative:
Examination was not possible, as no product was returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not determine the exact root cause of the reported pain; information included in the initial report indicates that possible infection vs. Hematoma may have been a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
The patient was revised because of pain.